Manufacturer narrative:
Complaint sample was evaluated and the event could not be confirmed. Head articulates freely inside the liner. Upon removal of head from the liner and cup no other issues were identified except the damage occured on head and cup during separation. Dimensional analysis of the head and liner found no deviations from the print specifications. DHR was reviewed and no discrepancies were found. There are warnings in the package insert regarding this type of event and associated risks are addressed in risk documentation. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The (B)(4).

Event description:
During a total hip arthroplasty, the movement of the femoral head within the acetabular liner was not as expected. Another head and liner were used to complete the procedure without patient injury or significant delay in the procedure.